Event description:
Sensing gradually decreased from 12.1 to 1.7 mv. The lead was explanted. No patient complications have been reported as a result of this event.

Event description:
Sensing gradually decreased from 12.1 to 1.7 mv. The lead was explanted. No patient complications have been reported as a result of this event. A 3500a further reports that the patient was admitted to the hospital for removal and replacement of a ventricular lead secondary to the lead sensing below 2 mv and concern that there may be a significant ventricular lead malfunction.

Manufacturer narrative:
Sensing gradually decreased from 12.1 to 1.7 mv. The lead was explanted. No patient complications have been reported as a result of this event. A 3500a further reports that the patient was admitted to the hospital for removal and replacement of a ventricular lead secondary to the lead sensing below 2 mv and concern that there may be a significant ventricular lead malfunction. Electrical tests performed. Actual device involved in incident was evaluated. Mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Rate modulated pacing sensor, failure of, sensitivity, implant, removal of, device failure.